Event description:
On (B)(6) 2023, a 64 year old female patient (54kg) with a history of end stage lung disease was cannulated with a 28 fr crescent cannula in the left subclavian vein for ecls support as a bridge to lung transplant. On (B)(6) 2023, after 37 days, it was reported that two air events tripped the air detectors in the ECMO circuit. The catheter was removed and it "pulled apart" on extraction. It was noted that 19 days earlier a kink was seen on x-ray in the same area that the tear occurred. The patient was ambulatory and moving her arms and it was felt this may have played a role. The patient was reported as alive with no injury. There was no adverse patient effect reported.

Manufacturer narrative:
The device was returned for evaluation. The fracture was confirmed. The patient was cannulated in a non-indicated vessel. Subclavian cannulation places excessive stress on the catheter or bends at a severe angle, leading to kinking and mechanical failure. Off-label insertion into the subclavian and the duration of use beyond the labeled test duration may have contributed to the catheter break. The reporter also indicated the catheter had an anchor suture tied directly around the body of the catheter in the same area as the break without use of the suture retention ring. The reporter also indicated the patient was ambulatory and moving her arms and this may have played a role as well.